Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient¿s snoring was heard, and the patient's vt was monitored and descended. The cuff pressure was at 8~10cmh2o, but the target pressure could not be maintained. Immediately, the unit was removed, a balloon was used to assist with breathing, and the unit was replaced. After the original endotracheal intubation was removed, the cuff was found cracked and leaking.